Manufacturer narrative:
(B)(4), zipper damage. Results: eval of the returned product found that the right side perimeter guard zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer reported that the canopy has zipper damage to the right side panel, but couldn't provide more specific info. There was no pt incident or injury reported. Eval of the returned product found that the zipper slider body is open on the right side perimeter guard.